Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, a technical support specialist confirmed that issue was traced back to the patient information system (meditech), which was down due to integration work being carried out on the customer¿s end. There was no communication issue between our server and the stations; the disruption was limited to the interface between their pis and our system. The tss then monitored this case for a day and then closed the case. The customer acknowledged and agreed with case, after issue resolved.

Event description:
It was reported when using the bd pyxis¿ es server, user reported meditech messages not crossing over to pyxis. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, user reported meditech messages not crossing over to pyxis. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.